Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the balloon of the foley catheter placed for the gastrostomy tube had burst during the night and required replacement (lot: unk). It was reported that the foley catheter burst less than 24 hours later also and required replacement (lot: unk). It was also stated that there was another foley insertion tray that came out of the same supply room where the balloon had burst when tested prior to foley catheter placement (lot: ngfu3918).

Event description:
It was reported that the balloon of the foley catheter placed for the gastrostomy tube had burst during the night and required replacement (lot: unk). It was reported that the foley catheter burst less than 24 hours later also and required replacement (lot: unk). It was also stated that there was another foley insertion tray that came out of the same supply room where the balloon had burst when tested prior to foley catheter placement (lot: ngfu3918). Per follow up via email on 06jan2022, it was reported that the foley catheter was used for a gastrostomy tube. Customer stated that the date of occurrence for the one patient was (B)(6) 2021 and abdominal x-ray was used to confirm placement during the evening and tube feeding was started. On (B)(6) 2021 around 15.00, the gastrostomy tube was removed from the site with damage to the catheter. The nurse inspected the catheter, and it was found to be intact. Also stated that the new gastrostomy tube was placed at 15.30 and position was confirmed by x-ray. No impact experienced by patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the foley catheter placed for the gastrostomy tube had burst during the night and required replacement (lot: unk). It was reported that the foley catheter burst less than 24 hours later also and required replacement (lot: unk). It was also stated that there was another foley insertion tray that came out of the same supply room where the balloon had burst when tested prior to foley catheter placement (lot: ngfu3918). Per follow up via email on 06jan2022, it was reported that the foley catheter was used for a gastrostomy tube. Customer stated that the date of occurrence for the one patient was (B)(6) 2021 and abdominal x-ray was used to confirm placement during evening and tube feeding was started. On (B)(6) 2021 around 15.00, gastrostomy tube was removed from site with damage to the catheter. Nurse inspected the catheter and it was found to be intact. Also stated that the new gastrostomy tube was placed at 15.30 and position was confirmed by x-ray. No impact experienced by patient.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle.visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.